Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 216-217 mg/dl. Tandem technical support (cts) performed a system check on the pump and determined that customer was using the insulin beyond labeling. Cts educated customer on insulin/cartridge labeling. Reportedly, the customer changed infusion set and cartridge to resolve the issue.